Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the single leaflet device attachment (slda) was due to challenging patient anatomy (thin posterior leaflet). The reported difficulty/delayed positioning was due to a combination of challenging patient anatomy and procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. Although imaging was difficulty, a second clip delivery system (cds) was advanced and placed medially on the mitral valve. Grasping was achieved however after a few seconds, the posterior mitral leaflet (pml) slipped out. The leaflets were regrasped and the clip deployed. After a few minutes, it was noted the clip detached from the pml however remained attached to the anterior leaflet (single leaflet device attachment (slda)). As the mr was reduced to 1-2, the procedure was completed at this time. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.